Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Approximately on 09/12/2023, the patient experienced a sensor error alert. Around 11:30am, the patient was out of town and received a sensor error alert, the cgm (continuous glucose monitor) and the omnipod pump stopped working (unspecified duration). The patient developed hyperglycemic symptoms (anxiousness and stomach pain). The patient stated she did not have a glucometer on hand to check her bg (blood glucose) level, so her friend called the ambulance. Ems (emergency medical services) provided a bg finger stick, but the glucometer would not read due to the high blood glucose level. Ems monitored the patient for an hour, and then decided to transport the patient to the emergency department at a community hospital. At the ed (emergency department), a nurse administered IV fluids with potassium. The patient was doing well after treatment and was discharged on the same day. At the time of the report, the patient was stable and in good condition. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.